Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue error while running task co2 accuracy test/calibration was confirmed and replicated during laboratory testing. ¿ there was no event and time provided and the facility reported no patient involvement. A review of the system logs was deemed not necessary. ¿ during inspection the following findings were incidental and not related to the reported complaint. Twist on exhaust lock was stuck (not returning to its position). Rear case upper screw was missing. ¿ testing was performed following the guidelines within bd alaris¿ system maintenance, v12.5.0 preventive maintenance (pm) for etco2 module by attaching the suspect module to a known good service pcu and a thorough asm v12.3, preventive maintenance test task was performed. The first time when the pm was performed the device failed co2 sensor calibration test. After replacement of the oridion board, the device successfully passed the pm as required. ¿ the suspect etco2 module was disassembled for an internal inspection. The logic and power supply boards were inspected, no irregularities were observed. There were also no observations of fluid ingress or contamination, the front and rear case were inspected, and no irregularities were observed. All parts inspected were manufactured by bd. ¿ the bd alaris¿ system maintenance, model 8975, v12.5.0 user manual (10000047156) list warnings for preventive maintenance which states failure to perform regular and preventive maintenance inspections may result in improper instrument operation. Use the maintenance software (version 7 or later) to perform calibration and preventive maintenance. ¿ the device was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect etco2 s/n (B)(6) (w.o.) (B)(4) please replace oridion board. The etco2 was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed gas calibration. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed gas calibration. There was no patient involvement.